Event description:
Discordant, falsely elevated sodium results were obtained on two patient samples on an advia 1800 instrument. Only the discordant result of patient 1 was released to the physician(s), who questioned it. The discordant result of patient 2 was not reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse repaired a vacuum leak. Precision and quality controls were run, resulting within range. Service followed up with the customer and verified that no further issues were seen. The cause of the discordant, falsely elevated sodium results was due to a vacuum leak. The instrument is performing within specifications. No further evaluation of the device is required.